Event description:
Pt experienced swelling following partial knee replacement surgery. Arthroscopic procedure was performed to remove scar tissue in the knee.

Manufacturer narrative:
Pt experienced swelling following partial knee replacement surgery. Arthroscopic procedure was performed to remove scar tissue in the knee. Review of the device history record indicates that the device was manufactured to spec.